Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. Fse confirmed the event by observing the cup transfer assembly and error logs. Fse resolved the complaint by emptying the overfilled waste container that was causing the cup transfer waste chute to back up. This is what caused the z-axis errors. Fse cleaned the waste area of spilled cups. Fse then ran the cup transfer macro test multiple times without any issue. The instrument was verified as operational. There was no further action required by fse. A 13-month history review and service history review for similar complaints was performed for serial number 80040802 from 02-oct-2017 through 02-nov-2018. There were no similar complaints identified during the searched period. The aia-2000 operator's manual under appendix 4 - error messages states the following: [4193] y-axis cup transfer z-axis home overrun cause : the home sensor activated improperly after movement of the y-axis cup transfer z-axis. If this occurs, the current measurement result will be flagged (mf flag) and new measurements will be suspended. Solution : contact tosoh service center or local representatives. The aia-2000 operator's manual chapter 4, overview of system operation states the following: the waste box content is not sensor-monitored, so always check the waste level prior to commencing system operation. The most probable cause of the 4193 y-axis cup transfer z-axis home overrun error message was the cup waste chute was backed up due to the customer not emptying the waste container.

Event description:
A customer reported error message 4193 y-axis cup transfer z-axis home overrun with the aia-2000 instrument. The customer did not hear any grinding sounds when the error occurred. The customer performed an all set home but the error recurred. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of alpha fetoprotein (afp) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.